Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation, with high threshold noted. The lv (left ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. (B)(4).